Manufacturer narrative:
Patient city: (B)(6) patient country: turkey.

Event description:
Reference number (B)(4) event occurred in turkey. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The blood glucose level was high. No further information is available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6007518 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007518 was manufactured according to the work instruction (wi) version 79 and packaging in the multivac m12 on 09-nov-2024, with a total of (B)(4) units. The sub-assembly: the sub-assembly, of the lot 4e04414 was manufactured according to the wi version 27 and assembled in the quickset line, on 08-jun-2024, with a total of (B)(4) units. The sub-assembly, the lot 4e04415 was manufactured according to the wi version 27 and assembled in the quickset line, on 08-jun-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4f00466 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 08-jun-2024, with a total of (B)(4) units. The DHR review showed that during online test 3 for sub-assembly 4e04415, one sample failed the manual test for the base/connector. As a result, an extended sampling was performed, and all results were accepted. Conclusion summary of complaint investigation: as a result of the following: an extended was raised during production in relation to the complaint malfunction code on the sub-assembly 4e04415. Therefore, to the findings in the DHR review associated with the complaint code, this complaint requires a further corrective and preventive action (CAPA) determination assessment.